Manufacturer narrative:
The issue does not meet the definition of a complaint. This follow up regulatory report will be submitted to clarify the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that when implementing the fco, an error occurred during the update process. There was no patient involvement. Upon conclusion of the evaluation, it was determined that the issue occurred while servicing the device during fo implementation. The issue occurred while under the custody of the fse and not in use by the customer, and caused during implementation of the fco. The issue does not meet the definition of a complaint. A follow up regulatory report will be submitted to clarify the issue. The corrupted parts were replaced by the fse.

Event description:
It was reported to philips that when implementing the fco, an error occurred during the update process. There was no patient involvement.